Manufacturer narrative:
Not available on date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a catheter placement procedure, the tracking became intermittent and the software froze. The surgeon aborted the procedure.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the power/data axiem cable was faulty causing intermittent tracking along with a broken mains lead plug. The mains plug had been left plugged in while moving the stealth causing damage to the earth pin. Both cables were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Through functional testing and visual/physical examination the reported issue could not be confirmed. There was no fault found. If information is provided in the future, a supplemental report will be issued.